Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certification of analysis is required with each lot. A clinical review states that there were no clinical factors found which would have definitively contributed to the event. The snapped portion of suture was removed, and t implants retained in the patient¿s joint, however it is unknown if the implants are secured and it is unclear if the repair was properly completed. The patient impact beyond the reported cannot be determined. The implants are made of a bio-composite material which is intended for implantation to allow for bone ingrowth. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Event description:
It was reported that, during an arthroscopy, the suture of the fast-fix 360 snapped in the surgeons hand when the knot was pulled after anchor deployment. Surgery was completed after a non-significant delay, changing the surgical technique. No further complications were reported.

Event description:
It was reported that, during an arthroscopy, the suture from the knot of the fast-fix 360 snapped in the surgeons hand when the knot was pulled after both t implants were deployed. The part of the suture that snapped was removed from the patient and the t implants were left in the joint, although, it is unknown if they were secured due to the suture snapping. No other repair devices were used to complete the procedure and, it is unclear if the repair was properly completed. A non-significant delay was reported and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b1, b2 and b5.